Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4); description - artisan 2x8 paddle lead (slotted contacts), 70cm. Model #: sc-1110, serial #: (B)(4); description - implantable pulse generator (scs ii).

Event description:
A report was received that the pt's entire precision system was explanted due to infection. The pt's symptoms were redness and drainage at the lead site. The physician believes the infection was procedure related. The pt was hospitalized and treated with antibiotics and was reportedly doing well.